Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reactions reported under: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated that skin reactions occurred with every sensor but could not provide exact dates or number of sensors. Patient stated that after inserting the sensor, the skin where the wire was inserted became tender and formed a little bump. On approximately day 7 of the sensor session, the skin underneath the sensor became itchy. When the sensor was removed there was a brown scar mark. No treatment was performed and no medical intervention was reported. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.